Manufacturer narrative:
While it is unk if the nupro used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependant upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot # was not provided for retained product testing and/or DHR review.

Event description:
It was reported that a pt with known allergies to multiple substances developed a severe rash and itchiness, following treatment with nupro nusolutions prophy paste. The symptoms lasted several days and resolved slowly. There is no indication that intervention was required as a result, though the pt did consult their family physician.